Event description:
The lay user/pt contacted lifescan (lfs) alleging erratic readings on the meter. The pt received a 133 mg/dl and a 180 mg/dl and did not experience any symptoms at the time of testing. The time difference between the two readings was less than 10 minutes from one another. The pt was unable/unwilliing to verify: the technique used for applying blood on the test strip and how the pt had been cleaning the puncture area. The test strips were in good condition and not expired. The control solution was opened less than three months and the test strips failed twice using the control solution. Customer care agent (cca) had the pt use another vial of test strips and test strips fell within range. There is no info on whether the second vial of test strips were the same lot number as the test strips that failed twice using the control solution. Cca sent the pt a new vial of test strips.